Event description:
It was reported that externalized conductors were observed via chest x-ray. No electrical anomalies were detected. The patient was not pacemaker dependent. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion noted 45.2-45.4cm from the distal tip, consistent with friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 9.2-13.6cm from the distal tip. Internal insulation abrasion was noted at 8.0-8.2cm, 9.2-9.7cm, 11.1-11.6cm, 9.8-11.4cm, and 11.8-13.6cm from the distal tip. The etfe coating was intact at these locations.